Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing. A visual assessment of the returned sample revealed worn red alignment dots and a dented irrigation line. The returned handpiece was connected to a calibrated system. The handpiece was recognized, calibrated, primed, and tuned, then successfully ran a five minute burn-in without issue. A flowrate test was performed on the sample for both irrigation and aspiration. Both met specifications. The returned sample passed the dissipation test using the breakout test box. The handpiece was connected to a dynamic tuning fixture (dtf) and successfully passed recognition, tuning, and stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. Based upon these findings, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic system and handpiece was unable to suction the cataract. The procedure details was not reported. No patient impact was reported.